Event description:
It was reported the clinician noticed the medication had not been completed when expected. The clinician checked the patient IV, flushed it, and found it "working well". When the clinician opened the pump they found that the tubing inside the pump had ballooned. The clinician disconnected the tube from the patient. There was patient involvement, but the no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.